Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Code 4581 selected as there is no code available for a sprained foot.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on approximately (B)(6) 2025, the patient was waiting for her appointment with her oncologist. The patient reported feeling like their bg was going low, however the cgm reading was 124 mg/dl. The patient asked her husband to get a soda but when she got up from her chair, she suddenly lost consciousness. The patient fell and hit her head on the concrete floor, broke a leg, sprained her foot, hurt her back, and had a concussion. There was no fingerstick taken and the patient was rushed to the hospital. No further information was available regarding the event as the call got disconnected, and dexcom technical support was unable to reach the reporter despite multiple attempts. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.